Event description:
A caller reported customer was unable to test using her adc device due to a fast-draining battery. The daughter of customer further reported that her mother experienced symptoms of hypoglycemia, sweating and experienced a loss of consciousness. Customer received third-party intervention by her son-in-law who provided unspecified dose of glucagon for treatment for symptoms. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and the charging cable and no issues were observed. Reader was sufficiently charged. The reader was then de-cased and no issues were observed upon visual inspection. A power consumption test was performed on the reader and the result was within specification. Therefore, the issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer was unable to test using her adc device due to a fast-draining battery. The daughter of customer further reported that her mother experienced symptoms of hypoglycemia, sweating and experienced a loss of consciousness. Customer received third-party intervention by her son-in-law who provided unspecified dose of glucagon for treatment for symptoms. No further treatment was required. There was no report of death or permanent injury associated with this event.